Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent the following information was requested, but unavailable: was the needle piece removed from the patient during the same procedure? Lot number? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No further information will be provided. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 ug/m.

Event description:
It was reported that the patient underwent an unknown ob-gyn surgery on (B)(6) 2021 and the barbed suture was used. The needle was detached from the suture during use. It was not a control release needle. There were no patient consequences reported. No further information is available.